Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the liquid gel from the center sponge was observed in several places on the adhesive foam. It was determined the liquid gel affected the adhesive properties of the foam, which inhibits patient/electrode adhesion. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. It is noteworthy to mention the instructions for use warns "do not use if gel escaped from electrodes into packaging" and to "store flat". Analysis for reports of this type has not identified an increase in trend. Please reference medwatch report 1218058-2017-00140, 1218058-2017-00141, and 1218058-2017-00142 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the first and second sets of electrode pads would not adhere to the patient's skin. The complainant indicted the third set of electrode pads did adhere to the patient and they continued to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2017-00140, 1218058-2017-00141, and 1218058-2017-00142 for similar events reported from the same customer.